Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio did observe damage to the contrast button on the main keypad assembly. Physio replaced the main keypad assembly as a precaution, and then after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device froze. The customer advised that the display appeared as if the contrast button was active and no buttons would work. After a few minutes the united powered back on and was fine thereafter. In this state the device may be inoperable and defibrillation therapy may not be available if needed. There was no patient use associated with the reported event.